Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during use, the blood enters cardiosave hybrid type g plug intra-aortic balloon pump (iabp) components. There was no patient harm or injury reported.